Event description:
Olympus was informed that during an unspecified procedure, the outer rubber coating and flexing portion of the device folded back, causing the distal end to become larger in diameter which made it difficult to withdraw from the patient's uterus. It was reported that the patient sustained an unspecified injury. Olympus has followed up with the user facility to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the bending section cover was stretched and folding at the distal end of the device. The device was leak tested and additional broken fibers were found. It was also noted that the bending section cement was cracked at the insertion tube side. The damage found can be attributed to improper reprocessing techniques, chemical damage, off-label use, and/or device handling. The distal end insertion unit has been forwarded to the original equipment manufacturer for further investigation. If additional information is received a supplemental report will be updated.